Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor displayed an intermittent antenna icon. No additional patient or event information is available. The transmitter was received for investigation. A visual inspection was performed and passed. The global transmitter final functional test was performed and resulted in a failed transmitter.&#2068;he customer complaint of intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.&#2080;